Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown with blood glucose level was over 600 mg/dl. Customer states that they don't think insulin pump was working. The insulin pump will not be returned for analysis.